Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 200-300 mg/dl and the cause was not known. Insulin injections were administered. During troubleshooting with tandem technical support (cts), insulin was slowly exiting the tubing. New infusion set tubing was used and insulin delivery was slow. Cts recommended the customer to change out the cartridge. The customer did not change the cartridge and monitored pump performance. The customer declined cts's offer to follow-up.